Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent endovascular treatment for thoracic aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The procedural plan was to construct bilateral common carotid artery bypass, deploy the ctag ac in zone 1 (just distal to the brachiocephalic artery [bca]), and then deploy a najuta thoracic stent graft system (najuta) proximally to reconstruct the bca. The ctag ac was successfully deployed just distal to the bca without issues. Subsequently, during advancement of the najuta delivery catheter, the catheter interfered with the ctag ac and pushed it proximally, resulting in unintentional coverage of the bca by the ctag ac. After completing the planned deployment of the najuta, an additional stent graft (chimney graft) was placed in the bca to restore blood flow. A zenith alpha thoracic endovascular graft distal extension (zenith extension) was then deployed distal to the ctag ac, followed by placement of a zenith dissection endovascular stent further distally. Final intraoperative angiography showed a type iiia endoleak between the ctag ac and the zenith extension; however, no further treatment was given and the procedure was concluded. The endoleak was left for monitoring. The patient tolerated the procedure.